Event description:
It was reported that while flushing with bd ext¿ stabilized extension set with nearport¿ IV access back pressure in the IV site sprayed both staff members in the face. Rn was splashed in face eyes and mouth. Clinician was splashed on forehead. The following information was provided by the initial reporter: patient with known hiv was having visualized seizure rn and this clinician were attempting to provide patient with ordered ativan for seizure. Customer was having difficulty with the IV site so customer were attempting to flush and position IV. While flushing IV site, back pressure in the IV site sprayed both staff members in the face. Rn was splashed in face eyes and mouth. Clinician was splashed on forehead. Ext tubing for IV flushed when patient came up from or, IV was infiltrated, normal saline flush squirted out of the pivo blood draw port, almost squirting a nurse in the face patient with new IV extension piece that is being trialed currently with the pivo device for peripheral blood draws. When this rn went to flush the IV, the saline was coming out through the port that you would use to connect the pivo device to. This was done during a routine flush.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, pa was used as a place holder based off user facility. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26-jul-2023. H6: investigation summary. The complaint that fluid sprayed from the extension set could not be confirmed from the representative samples that were provided for investigation. The affected units were not provided by the complainant. A functional test revealed all samples met the back pressure requirement per the specification. A visual observation confirmed the slit length of some representative samples were out of specification; however, attempts to replicate the reported event with these samples were unsuccessful, which suggested that additional unidentified contributing factors were likely involved. While the root cause of this issue could not be established, potential contributing factors to the reported event include flushing against resistance. Although the representative samples and available data do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A lot number was not reported by the customer nor was the actual sample returned for investigation. The customer did send in representative samples from all lot numbers they currently had in inventory at their facility. A chc and a DHR have been performed. H3 other text : see h10.

Event description:
It was reported that while flusing with bd ext¿ stabilized extension set with nearport¿ IV access back pressure in the IV site sprayed both staff members in the face. Rn was splashed in face eyes and mouth. Clinician was splashed on forehead. The following information was provided by the initial reporter: patient with known hiv was having visualized seizure rn and this clinician were attempting to provide patient with ordered ativan for seizure. Customer were having difficulty with the IV site so customer were attempting to flush and position IV. While flushing IV site, back pressure in the IV site sprayed both staff members in the face. Rn was splashed in face eyes and mouth. Clinician was splashed on forehead. Ext tubing for IV flushed when patient came up from or, IV was infiltrated, normal saline flush squirted out of the pivo blood draw port, almost squirting a nurse in the face patient with new IV extension piece that is being trialed currently with the pivo device for peripheral blood draws. When this rn went to flush the IV, the saline was coming out through the port that you would use to connect the pivo device to. This was done during a routine flush.